Event description:
Child had conduit pre-dilated with a 16 mm atlas balloon, 12-fr sheath through a 16-fr short sheath, and then stented with two stents. No gradient was noted after the stenting. After the first stent placement with removal of the balloon, part of the 12-fr long sheath fractured and migrated to the distal right pulmonary artery (rpa) branch. A transcatheter pulmonary valve on an 18 mm ensemble delivery system was delivered.